Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The user had an accident with a swing and it caused a fluctuating swelling above the implant. The user is not able to hear. The user has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had an accident with a swing and it caused a fluctuating swelling above the implant. The user is not able to hear. Re-implantation is scheduled for (B)(6) 2025.